Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received multiple shocks for what was initially an apparent sinus tachycardia. The anti-tachycardia pacing (atp) accelerated to ventricular tachycardia (vt) / ventricular fibrillation (vf). The shocks stopped vt/vf but sinus tachycardia (st) remained and more shocks given. The device remains in use. No further patient complications have been reported as a result of this event.